Event description:
Caregiver alleged the chair had stalled out. She spoke with a technician first who transferred her to csc. She had no serial number. When I tried to get information from her, she hung up. She did say the consumer had the chair for about 2 years.